Event description:
It was reported that during a defibrillator upgrade procedure, it was noted that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.